Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6), 2010, the lay user/patient's son contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter does not turn on with the power button. The medical surveillance specialist (mss) was unable to reach the lay user/ patient or the reporter by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began on an unspecified date/time in (B)(6) 2010. The reporter indicated the patient manages her diabetes with insulin (no adjustments); it is not known how often the patient tests her blood glucose and it is also not known how often the patient administers her medication. In response to the alleged issue, the reporter claimed the patient increased her insulin; however, it is not known how much insulin the patient administered and it is not known if the patient based her insulin adjustment against a blood glucose reading (with the subject meter) or her food intake. Since the subject meter is turned on with the test strip (when performing a blood glucose test) it is not known if the patient continued to test her blood glucose with the subject meter or if the patient tested with another device. On (B)(6), 2010 (at 11pm) the reporter claimed the patient developed high blood sugar; however, the patient's symptoms are not specified, the duration of patient's symptoms are not known, and it is not specified if the patient administered treatment for her symptoms. According to the csr's documentation, on (B)(6), 2010 (at 12:30am) the patient was administered an unknown amount of insulin by a health care professional (hcp) and was hospitalized. The reason for the hospital visit is not specified and it is not known if there were any changes made to the patient's regimen after the alleged issue occurred. During troubleshooting, the csr confirmed the patient was using the correct test strip and the subject meter turns on with the test strip. The reporter denied any trauma to the subject meter. Replacement products were sent to the patient. Although the subject meter turns on with the test strip and therefore does not prevent the patient from performing a blood glucose test with the subject meter, this complaint is being reported because the patient was reportedly treated by an hcp for hyperglycemia after the alleged issue began.